Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was operating in disconnected mode, and the device time was offset by 10 minutes, which caused the medstation to enter critical override mode however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.